Event description:
Literature was reviewed regarding the formation of a dural arteriovenous fistula (davf) of the transverse-sigmoid sinus following venous sinus stenting (vss), treated with trans-arterial embolization and venous remodeling. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx 18 no deaths were reported in the study. Among patient adverse events included: -requirement of lumboperitoneal shunt placement due to persistent elevated intracranial pressure postoperatively no further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: ellens, n., singh, a. P., santangelo, g., & bender, m. T.. Dural arteriovenous fistula embolisation with venous remodelling following venous sinus stenting. Bmj case reports 17(1) 2024. Doi:10.1136/bcr-2023-256869. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.